Event description:
The patient had 2 medtronic drug eluting stents implanted. Approximately 18 months post the index procedure the patient had a follow up angiogram which revealed the stents placed in the lcx to be 100% blocked. Intervention was attempted, however was unsuccessful and the patient was discharged.

Manufacturer narrative:
Results: inherent risk of procedure-restenosis of the stented artery; no results available since no evaluation performed- device or procedural images not provided for review. Conclusion: inherent risk of procedure-restenosis of the stented artery; unable to confirm complaint - device or procedural images not provided for review. (B)(4). Event date year valid; implant date year valid.